Event description:
The rn of a home patient reported 1 incident of the minicap failling of the patient's transfer set. Per the rn, a set change was performed and no antibiotic treatment was administered. Per rn, no pt injury was associated with this incident.